Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. Data could not be downloaded due to damage on the pcb. It could not be determined if the cannula deployed early due to insufficient data. Overall, the needle mechanism was found to be intact with no damages noted on the needle mechanism that could have resulted in a failure of the device. The exterior of the device was inspected, and it was noted that the pod had extensive damage on the top and bottom housing. Initial visual inspection also found that the exposed portion of the soft cannula was kinked and a visible tear was also seen. The timing and cause of the damaged cannula could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the needle deployed early; indicating a needle mechanism failure. The patient's blood glucose levels were 12.5 mmol/l (225 mg/dl) at the time and the pod was not worn.